Manufacturer narrative:
Device evaluated by MFR.: the synergy ous mr 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent strut rows 1-2, stent struts were lifted and pulled distally. The undamaged section crimped stent maximum outer diameter measurement was taken and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. When the device was removed from the patient, it was noted that the mounted stent in the stent delivery system was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. When the device was removed from the patient, it was noted that the mounted stent in the stent delivery system was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.